Event description:
Caller reported a cartridge alarm 30 that occurred during the load process, and it was confirmed the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support advised the customer to replace the pump and ensured arrangements for sending a replacement pump. Additionally, the customer was instructed on returning the faulty pump and acknowledged the procedures for using the replacement pump.